Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions, and h11 have been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided by the site and revealed two struts bent at the inflow side. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for stenosis and frame damage were confirmed based on relevant imagery and medical records provided. A review of the DHR, lot history, complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "a patient underwent explant of their 23mm sapien 3 ultra valve in the aortic position approximately 2 years and 5 months post transcatheter aortic valve replacement (tavr) procedure. The device was explanted due to significant prosthetic stenosis and replaced with a non-edwards valve." Additionally, it was reported that the patient has a medical history of esrd with dialysis dependence. In this case, the patient had esrd (end stage renal disease) with dialysis or chronic kidney disease, which is well known that patients with chronic renal disease that predisposed to bioprosthetic heart valve calcification. Tissue calcification is a very common failure mode of structural valve deterioration (svd), which can manifest in the form of stenosis, as reported. As such, available information suggests that patient factors (esrd) may have contributed to the stenosis. As reported, "it was noted that the inflow portion of the sapien valve frame was bent" per imagery. In this case, the frame damaged with bent struts is possible introduced during the initial valve implantation. The frame damage can be potentially from multiple factors (i.e. Device prepping, delivery system inserted through sheath, etc.) Due to limited information, a definitive root cause of the frame damage was unable to be determined at this time. However, it was likely related to procedural factors. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), a patient underwent explant of their 23mm sapien 3 ultra valve in the aortic position approximately 2 years and 5 months post transcatheter aortic valve replacement (tavr) procedure. The device was explanted due to significant prosthetic stenosis and replaced with a non-edwards valve. Additionally, per imaging provided, it was noted that the inflow portion of the sapien valve frame was bent. After a review of the medical record, the op note was provided and aortic position tavr was explanted with replacement with a surgical aortic valve due to severe bioprosthetic aortic stenosis. The case was described as "urgent" and concurrently mitral valve was replaced with CABG x1. Patient came off bypass with iabp and ECMO support. Imagery was provided and reviewed and revealed that the stent frame is bent at the inflow, and that location is also covered by the skirt. Per medical opinion, this is not related to the mechanism of failure.